Manufacturer narrative:
Returned product consisted of an apex balloon catheter with no other devices. There was contrast in the inflation lumen. Microscopic examination of the balloon did not reveal any damage or irregularities. Functional testing was performed by connecting a water filled inflation device to the device. As pressure was applied water exited out of the distal tip. Magnified inspection of the inner shaft revealed that the shaft was stretched and buckled with a pinhole in the inner shaft 10mm proximal of the proximal bond. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mmx20mm apex&#10242;balloon catheter was advanced for dilation. However, on the first inflation, the balloon could not inflate. The device was removed completely from the patient and it was noted that the balloon had ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mmx20mm apex&#10242;balloon catheter was advanced for dilation. However, on the first inflation, the balloon could not inflate. The device was removed completely from the patient and it was noted that the balloon had ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.